Event description:
Spontaneous inbound call from patient stating her pump is broken and needs to be replaced. Patient was not able to explain what was wrong with the pump. Unknown if pt missed a dose; no adverse event reported; pump is available for return; sending the patient a new pump; unknown lot/expiration of malfunctioning pump. No further information or dates known. Pump used to infuse gamunex-c 10% dosing/frequency: infuse 95gm (950ml) intravenously daily, for 2 days, every 4 weeks. Reported to (B)(6) by pt/caregiver.